Manufacturer narrative:
The returned device was analyzed and the reported event was confirmed. Based on a review of all available information, the cause of the reported event could not be determined because the battery cells were too depleted to evaluate, and no high current was found.

Event description:
It was reported that a premature battery depletion (bd) alert was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD) that was scheduled for replacement, as end of life (eol) had been reached approximately 3 years prior. Technical services (ts) recommended explant as soon as possible. This s-ICD remains in service at this time. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to normal battery depletion.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a premature battery depletion (bd) alert was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD) that was scheduled for replacement, as end of life (eol) had been reached approximately 3 years prior. Technical services (ts) recommended explant as soon as possible. This s-ICD remains in service at this time. No adverse patient effects were reported.